Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for spinal pain. Patient reported that they had not used device for 1.5-2 years as it has not helped him. Patient stated it stoppedworking 8 months after it was impl anted. Patient had not kept the unit charged. It was reviewed with patient that MRI mode with programmer and ins will need to be restarted in order for remote to work. The exact event date was not provided. No further complications were reported/anticipated.